Event description:
I was diagnosed with a hernia and on (B)(6) 2018 was implanted with hermesh 6 a polypropylene hernia mesh. Since, I have been in pain, it has worsened since (B)(6) 2019. It is painful to sit stand or walk to the point I spend most time laying down to find any comfort. The operating surgeon has since sent me to pain management. I have seek out surgeon who has recommended I have the hermesh 6 removed. FDA safety report ID # (B)(4).